Manufacturer narrative:
Section a2, a4 and a5 a6: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It is reported that during the insertion of the preloaded monofocal intraocular lens, a haptic break occurred, resulting in the disconnection of the haptic from the optic. Consequently, the doctor decided to remove the lens and instead implanted the available dcb00 19.0d lens. No patient complication. The patient is doing fine. No further information was provided.